Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with pump reset information, but the customer was unable to reset the pump immediately due to lack of a charging pad and plans to attempt the reset when they have access to their charging supplies.